Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra 5max reperfusion catheter (5max). During the procedure the physician observed a pre-procedure dissection just proximal to the petrous segment of the right internal carotid artery (ica) which was presumed to be the cause of the stroke. Upon initiating the thrombectomy procedure, a CT perfusion image demonstrated a large infarct core greater than a third of the middle cerebral artery (mca). The procedure was aborted at this point. A noncontrast computed tomography (ncct) of head on pod showed presence of intracranial hemorrhage. The committee reviewed the event and determined the event to be a non-serious adverse event. The committee adjudicated the event with a possible relationship to the penumbra system, possible relationship to the angiographic procedure, possible relationship to ivtpa, and possible relationship to index stroke.